Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter .the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time on (B)(6) 2012. The patient claimed that she obtained blood glucose results of "190 and 210 mg/dl" with the subject meter and within 30 minutes obtained blood glucose results of "130 and 140 mg/dl" with a mckesson meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown). The patient told the cca, the consumed less food/drink than in her typical diabetes management on the day of the alleged issue. The patient claimed that she developed symptoms of "shaky and weak" a few hours after the alleged issue began. However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measurement, that the patient was using an approved sample site and that the patient was using the correct testing process. The cca also confirmed that the patient was using the correct test strips and that the test strips were being stored in an undamaged/un-cracked vial. The alleged issue resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly took action in her diabetes management as a result of the alleged issue that lead to the onset of symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4) 2012-device evaluation:the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.